Manufacturer narrative:
Upon further review, device codes also apply to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 747120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was in a car accident 6 months post operatively. The charge was not lasting as long as it should in his stimulator and the leads had moved. The patient had a lot of pain after the car accident and was diagnosed with kidney stones. The patient got rid of the kidney stones and then realized that stimulation therapy wasn¿t working. In (B)(6) 2014, after an xray was done, it was found that the leads had moved 3 mm (which was stated to be significant). The patient was looking for a physician to intervene. His current physician could not place a paddle lead and the patient stated he was told he was not a candidate for a lead revision and that it wouldn't be beneficial. The patient went to see an orthopedic surgeon who said he could have a revision. The patient was looking for another opinion. The patient also mentioned a trial for stimulation in a new area, but it was unclear if this was related to the accident or something new. Information about any interventions and outcome has been requested. If received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient's unit had issues so the patient had to charge the ins every other day, and there were issues with the device because the lead moved. The paddle lead had moved, so he had to run his device at very high settings. It was noted that the patient's current healthcare professional would not let a neurosurgeon fix the lead. No outcome or further troubleshooting was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.

Manufacturer narrative:
(B)(4) .

Event description:
Medical records were received which provided clarification to the event. The patient presented to their health care provider (hcp) on (B)(6) 2014 describing their pain as continuously burning that radiated from their left groin to their leg. The patient uses their device 24/7 which usually covers their painful areas in their left leg and lower back but noted they began experiencing bothersome stimulation that was over-stimulating their right leg that reached all the way to their right foot. At their appointment on (B)(6) 2014 the device was checked and all impedances were within normal limits and the battery was ok. The device was reprogrammed and provided more optimal coverage of their pain symptoms but did not resolve the overstimulation to their right leg. On (B)(6) 2014 the patient was seen again and the intermittent unwanted overstimulation in their right leg continued and they noted that the stimulator was intermittently remaining on even when it was supposed to be turned off. They continued having burning pain and noted intermittent sharp and shooting pain that radiated from their back into their legs, more significantly in the left leg than the right. Imaging was taken and revealed the leads had migrated. The patient rated the pain at a 7 out of 10 and again requested reprogramming which was helpful but still did not resolve the stimulation to their right leg. The patient was scheduled for trial of a percutaneous lead to see if coverage of just the left leg could be obtained. The hcp noted that if the trial was successful the surgical leads would be disconnected and the battery would be replaced so their entire system would be MRI compatible. Prior to the stimulation in their right leg the patient noted they were getting 40% therapy relief and it was great. It was determined after the trial that the patient was not a candidate for revision as their hcp did not feel it would be beneficial and due to substantial scar tissue. See event (B)(4) for information regarding the trial of a percutaneous lead.

Event description:
It was further reported that the patient had not had their leads revised/moved as of 2015-(B)(6). The patient was told to go to a "larger market" but the patient did not wish to do so due to not wanting to travel for follow up care. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received reported that after a search and review of the patient¿s chart history and image records it was determined that there was no motor vehicle accident nor was there any indication (via the images) regarding a possible lead migration. The manufacturer¿s representative stated that they had misspoke as to a ¿possible car accident years ago in california and lead migration¿ and that the only conversation they had with the patient indicated that they had moved ahead and had the trial phase of testing of the device which was deemed a failure per the physician¿s notes. If additional information is received, a follow-up report will be sent.